Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of device (non-live) will not turn on was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu testing and inspection process. According to the work order (B)(4), the fse found that the 6-drawer main had no power. Fse swapped out the power supply. Power was restored to the device. Preventative maintenance was performed. During dchu visual inspection: p/n 136617-03: no damage was observed on the external inspection. An internal inspection was performed, and fluid ingress was found on the power supply board. During dchu testing: p/n 136617-03: dmm testing was performed and failed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure device (non-live) will not turn on is attributed to the fluid ingress of the part p/n 136617-03 which produces a short which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to turn on and remote support service shown offline. The customer tried using different power outlets and changing out the power cord, still failed. As per part investigation, it was determined that fluid ingress was found on the power supply board. There were no adverse events or injuries reported based on this event.